Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device logs confirmed a single occurrence of error message (sf65). Based on previous investigations of similar complaints, it was determined that the error message was due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) related to program data. There was no patient injury reported as a result of this incident.